Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
An ipg reaching end of life was reported to abbott. The ipg was not returned for evaluation. Additionally, stimulation settings were not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
An ipg reaching end of life was reported to abbott. The ipg was not returned for evaluation. Additionally, stimulation settings were not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.